Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient experienced loss of hearing sensation after crackling sound with the device. There was no accident or trauma reported. The implant site appears healthy with no swelling or redness present. Further discussions will be held with the clinic.

Manufacturer narrative:
Conclusion: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. No information about possible re-implantation has been made available yet. This is a final report.

Event description:
The recipient experienced loss of hearing sensation after crackling sound with the device. There was no accident or trauma reported. The implant site appears healthy with no swelling or redness present. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient experienced loss of hearing sensation after crackling sound with the device. There was no accident or trauma reported. The implant site appears healthy with no swelling or redness present. The recipient has been re-implanted.